Event description:
It was reported that the right ventricular (rv) lead dislodged and had "bad values" for threshold. The rv lead was repositioned, but during that procedure the physician could not reinsert the lead due to a device port issue. The device was explanted and replaced, and the rv lead remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).